Event description:
It was reported that a piece of the distal tip is missing.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The scope was evaluated by eye and with eye loupe to determine the scope has a piece of distal tip missing. The distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Root cause(s): the damaged distal tip fiber and outer tube damage occurred during use/handing by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.